Event description:
Reamer broke inside patient during use. Delay to surgery time of 2 hours.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.